Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced three events of kinked cannula on 15-mar-2025 and 18-mar-2025. The site of insertion was abdomen and thigh. Patient noticed symptoms within three hours of insertion. High blood glucose resulting from the event was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.